Manufacturer narrative:
It was originally reported that the cot will not raise or lower due to a jammed release handle and bent height adjustment racks. Upon completion of the investigation it was found that the cot could still be raised and lowered it just had slight difficulty due to bent height adjustment racks. It was also found that there was no functional issue with the release handle, this was reported in error.

Event description:
It was reported via repair work order that the cot will not raise or lower due to a jammed release handle and bent height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot will not raise or lower due to a jammed release handle and bent height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.